Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter infrarenally on (B)(6) 2014 to avoid the risk of pulmonary embolism.. Approximately 4 years and 11 months later, the patient underwent a computerized tomography (CT) scan of the patient's abdomen. The CT scan revealed that the struts of the cook tulip filter had perforated outside of the wall of the ivc. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional.. (510k): (B)(4). Investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. The following allegations have been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-fem-tulip) lot: e3206401, nor filter (igtf-30) lot: e3202180 and e3199607. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received the gunther tulip filter via the right common femoral vein. Per a computed tomography (CT) abdomen: "findings: the apex of the ivc filter is at the level of the renal veins. The struts are well below the level of the renal veins and renal arteries. There is slight leftward tilt of the apex of the filter, the strut in the 2 o'clock position is perforating the wall of the ivc by approximately 2 mm. The strut at the 4 o'clock position similarly perforates the ivc by approximately 2 mm. Smaller struts which are more proximal in location do not perforate the vessel. There is no extension of struts into any of the adjacent organs".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.